Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited high capture threshold measurements, noise and high impedance measurements. The ra lead was removed and replaced. The patient had no adverse consequences.